Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in the severely calcified artery. A 1.50mm rotapro and rotawire were selected for percutaneous coronary intervention (pci) procedure. During the procedure, there were difficulties advancing the burr at the proximal of the lesion. It was noted that the burr was unable to be withdrawn and stuck on the rotawire. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with a non-boston scientific device. There were no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire ic. The rotapro device used in the procedure was returned with the returned rotawire device. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 142cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire.

Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in the severely calcified artery. A 1.50mm rotapro and rotawire were selected for percutaneous coronary intervention (pci) procedure. During the procedure, there were difficulties advancing the burr at the proximal of the lesion. It was noted that the burr was unable to be withdrawn and stuck on the rotawire. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with a non-boston scientific device. There were no patient complications were reported.